Manufacturer narrative:
Patient's date of birth unavailable. Device lot number, expiration date, UDI unavailable. Physician unavailable. Device manufacture date unavailable because device lot number is unavailable.

Event description:
The manufacturer received information from japan distributor regarding an adverse event occurring in 2017, discovered during a literature survey by japan. The literature article was entitled: coronary artery perforation during excimer laser coronary angioplasty: report of a case, department of cardiovascular surgery, jichi medical university, shimotsuke, japan. According to the article, a vascular coronary procedure commenced to treat acute coronary syndrome for the left anterior descending (lad) coronary artery. During the procedure, a perforation of the lad occurred. The patient was transferred to the operating room and surgical repair was performed successfully. It was reported that the patient survived the procedure and was discharged on the 23rd postoperative day. There was no alleged malfunction of the elca device.